Event description:
Additional information was received stating low amplitude measurements and undersensing were also observed with this system. A revision procedure was performed due to the reported clinical observations and device migration had occurred due to this patient's weight loss. The device was explanted and replaced. The electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this chronic electrode continued to exhibit noise, sensing issues and inappropriate shocks while interfaced to the replacement subcutaneous implantable cardioverter defibrillator (s-ICD). A revision procedure was performed, and the electrode was explanted. Visual inspection identified electrode damage which appeared to be a kink which was located just past the device header. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fractures were located approximately 5cm and approximately 6.8cm from the terminal pin. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being processed due to the completed product evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system experienced noise which was oversensed causing an inappropriate shock. The shock occurred while the patient had been sleeping. A second shock was reported on a separate occasion while the patient was sleeping. A boston scientific technical services consultant documented and discussed troubleshooting options with the caller. It was noted that this patient has lost approximately fifty pounds. No adverse patient effects were reported.